Event description:
Event description guidant received information that this endotak c lead was exhibiting high shocking impedances resulting in shocks received by the patient. Inspection of the lead revealed a fracture in the clavicular/first-rib region. The lead was removed from service and replaced without further incident.